Event description:
Report of explant of device system due to "infection, staphylococcus" received with return of device to manufacturer. Multiple requests for additional info about this event were not answered. A supplemental medwatch report will be filed upon the receipt of additional info.